Event description:
The insertion wire (blue string) broke apart from the wire connection as the wire was being "pulled through" abdominal wall. There was enough of the insertion wire remaining that it could be pulled through the abdominal wall with the use of hemostats and enlarging the initial skin incision to successfully place the gastrostomy tube.